Event description:
Healthcare professional reported "rupture on the edge" found during implant surgery. The device was not implanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-19362. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: broken device: observed an opening in the posterior side assessed as to surgical damage. Additional observations: red particles in the surface of the shell. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted.